Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2.5 pin would not pass through the metaglene positioning plate. They believe there is an obstruction in the plate. Update: 08/07/2017 upon review of the returned instrument, there was a burr noted in the plate.

Manufacturer narrative:
Examination of the returned device confirmed the reported event of damage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.